Manufacturer narrative:
The complaint was received via a social media post. After reviewing the post, the investigation was initiated, but the product had already been discarded. The patient was on higher doses of vasopressors during the initial days of the impella support. The root cause of the leg ischemia was most likely the combination of small artery size and high dosage of vasopressors. The high dosage of vasopressors that further constricted the artery, led to the femoral artery blockage, and caused leg ischemia. The external femoral-femoral artery bypass and weaning from the vasopressors allowed for the limb to resolve. There was no lasting harm or injury.

Event description:
A patient was admitted with shortness of breath and a pulmonary embolism. The impella cp was placed via the left femoral artery to provide hemodynamic support. Shortly after placement, the limb was cold due to limb ischemia. The team placed a antegrade sheath for an external femoral-femoral bypass. The bypass restored flow and on the next day the limb had pulses restored. The pump remained on for support for a total of 146 hours of support. This complaint was observed via a social media post.